Event description:
Consumer report of corneal ulcer with no specific product or further details provided. Consumer provided treating eye care professional information on (B)(6) 2010 and stated event associated with wear of an unspecified durasoft lens product. Eye care professional provided information on (B)(6) 2010 that patient presented on (B)(6) 2010 with moderate pain and redness, both eyes, after sleeping in lenses for one night. Diagnosis central corneal ulcers, ou, with 5mm infiltrate. No anterior chamber reaction. Treatment consisted of fortified tobramycin and ceftaz drops. Event resolved with no scar and no effect on visual acuity. Lens wear has resumed. Follow up scheduled in one year. This record is designated as the left eye event.

Manufacturer narrative:
As there was no product returned or lot information provided, no detailed investigation can be performed. (B)(4).